Event description:
Technician alleged he was unable to place nurse call from bed.

Manufacturer narrative:
Technician found two broken wires on nurse communication cable. He replaced the defective nurse communication cable to resolve.